Event description:
The user's hearing performance and sound quality with bilateral devices has decreased. Ipsilateral (left) ear sound quality is worse than the contralateral (right) ear. The user reported experiencing dizziness and general imbalance over the last year. Reportedly, both implants have possibly moved and the coils are in a different place; according to the physician, the coil placement is quite forward right above pinna. The user was re-implanted on (B)(6) 2021. Per device explantation report 2-3 channels were found to be extra-cochlear.